Event description:
User facility reported that during the novasure procedure, the cia test passed; the uterine ablation time was approximately 1 minute. Upon completion, a uterine perforation was visualized with the use of a hysteroscope. The physician reported that it is unk whether the perforation occurred with the novasure device or the hysteroscope.

Manufacturer narrative:
Under the precautions section found within the novasure instructional manual: the safety and effectiveness of the novasure system has not been fully evaluated in pts with submucosal fibroids that distort the uterine cavity. Also, found under the warning section of the novasure instructional manual: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgment must always be used.